Event description:
Event description guidant received information that at the implant of this sq array, the patient suffered a penumo thorax during placement. The original implantable cardioverter defibrillator (ICD) was removed from service and another (ICD) was implanted without issue.